Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the hcas were providing morning care to resident and had just turned her onto her back when she held out her gt tube which was in her hand. Hcas immediately called writer who inserted a new gt tube without difficulty. Minimal bleeding noted at gt stoma. When they asked the resident how tube came out, she just shrugged. Resident denied any pain. Incident reported to manager as old tube was found to have hole in balloon and had just been inserted two days before.

Manufacturer narrative:
Based on the information available to us, we were able to confirm the event, and determined that: the returned sample device has a ruptured balloon. A supplier corrective action has been initiated to further investigate and address this issue. All information received will be used for further tracking and trending purposes.